Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an aneurysm embolization interventional procedure using an 8f sheath. The prostyle suture was deployed; however, the device had to be inserted deep in the artery in order to get blood return from the marker lumen. Reportedly, when the needle plunger was removed after deployment (step 3), the long blue rail suture was not fully out of the device and separated. An attempt was made to close the access site with the suture; however, the knot was unable to be fully advanced to the vessel wall with the suture trimmer as the artery was too deep so the bleeding did not stop. Another prostyle device was deployed; however, again, the knot was unable to be fully advanced to the vessel wall with the suture trimmer as the artery was too deep so the bleeding did not stop. The physician decided to use a non-abbott device; however, hemostasis was still not achieved requiring the use of manual compression to achieve hemostasis. The physician stated that even when they punctured with the needle at the beginning of the procedure, they had to go very deep as the artery was deep and the patient had a big abdomen. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.